Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the representative 20g insyte autoguard units that were received in sealed packaging from lot #4155274 and 4136120. A functional test showed that each unit fully retracted when the safety mechanism was activated. The affected units were not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle not retracting when button is pressed on iagbc. Customer states it takes multiple tries to activate saftey.